Manufacturer narrative:
The insulin pump was received with normal operating currents and there was no unexpected low battery alarm. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery test. There was no motor error alarm on the device. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call motor error alarm on the insulin pump, low battery alert and high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Troubleshooting for motor error alarm was performed. Customer changed out their infusion set and continued to receive the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.